Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files contained numerous low voltage advisories in clinic. The patient stated that it was due to being on batteries too long and making connections too slow. The recorded low voltage events were all due to the system running on depleted batteries. Troubleshooting was performed by exchanging the clips and batteries, but the alarm did not resolve. A controller exchange was performed and the alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) alarming for low voltage alarms was confirmed via log file analysis. The system controller was not returned for analysis. The submitted log files showed the controller functioning as intended for the duration of the data reviewed. All low voltage alarms observed in the log files were associated with routine power source exchanges. No atypical events were observed in the log file. Provided information indicated that the patient allowed the batteries to deplete and can take longer to make the connections, but the patient did not have difficulty connecting the batteries and clips, and that the batteries and clips were cleaned. No equipment was exchanged. The root cause of the reported event was determined to be routine battery depletion. No issues with the device were identified. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ "equipment storage and care" and heartmate 3 patient handbook section 6 ¿ "caring for equipment" explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.